Manufacturer narrative:
The reported device was returned for evaluation. There was a relationship between the reported event and the device. The initial visual inspection found a device and tab rupture. Microscope inspection revealed that damage or cutting marks found in the shell do not match with the patterns related to a surgical damage. Additionally, stress marks were found in the fixation tab. Elongation tests confirmed the shell complied with the international specification standards. A complete review of the DHR for lot 22111858 was carried out, no deviation was found in the manufacturing process. Review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: rupture ¿ breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation but is more likely to occur the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress and weakening during implantation, implant age and design, submuscular rather than subglandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture. Silicone gel-filled implant ruptures are most often silent; this means that most of the time, neither the doctor nor the patient can determine with the physical examination if the implant has a tear or hole in the shell. The integrity of breast implants (and detection of gel fractures and/or silent ruptures) can be evaluated through several techniques. High-resolution ultrasound (hrus) is widely accepted by healthcare providers and patients for rupture diagnosis. Fixation tab rupture ¿the truefixation® system is made of reinforced silicone and includes six fixation tabs. These tabs are intended to be sutured to the adjacent breast tissue to prevent possible rotation and/or displacement after surgery of the device. Each tab in the system has an opening to allow the surgeon to affix the device's tab to the adjacent breast tissue with a single stitch. The reinforced suture tabs may be fixated once the device is placed in the desired location. To pass the suture through the opening, it is not necessary to keep the needle in the surgical area. Caution must be taken not to damage the expander surface during this portion of the procedure; this is accomplished by retracting the expander while the stitch is placed in the adjacent breast tissue. In conclusion, it was determined that a probable cause for the fixation tab rupture reported is a damage caused by excessive stress applied on the fixation tab during the surgical procedure.

Manufacturer narrative:
Event description: the company rep reported, rupture of junction on suture tabs. Manufacturer narrative: a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted, and analysis of the device will be executed. All available information from the reporter has been provided. No additional information is available at this time. Reason for reoperation: rupture of the shell.

Event description:
Allegedly, a late rupture at junction of suture tab and silicone shell, needle was removed before implant was inserted so could not have been an injury to the silicone shell at insertion. Both suture tabs had torn through the silk suture, knots were intact and they were still attached to the chest wall.